Manufacturer narrative:
He returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied and under battery power, the ups shut down after about two minutes. The battery should be able to power this load for at least three minutes. The battery charge is insufficient. The issue was able to be duplicated. Other relevant device(s) are: product ID: 9 733627, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the ups did not work properly. The system powered off when it was unplugged. There was no patient present.